Event description:
The customer reported that the cine and dicom were not working.

Manufacturer narrative:
(B) (4). The ge svc rep selected the auto playback on the cine set up and reloaded the subnet mask on the dicom set up. The unit is operating as intended. (B) (4)